Event description:
Pt reported experiencing a coma following a dye study that was performed to verify position and function. Pt stated that the amount of medication present in the catheter was not taken into the account when the dye study was performed. The pt did not report any residual effects from the event. Attempted f/u with the pt's physician to verify the event was unsuccessful in that the physician is no longer in practice, and the MFR was not able to determine the name and location of the physician the pt is presently seeing.